Manufacturer narrative:
The pump was tested at an international testing facility in belgium. The rpt was forwarded domestically on 10/22/97. The rpt'd problem could not be duplicated. The power cord, battery, old doorlock assembly and touchpad were replaced after testing. These problems were not related to the rpt of overdelivery. The frequency of death or serious injury rpt's for code 102 (overdelivery) for lifecare pca products is approx 2.46/million sets.

Event description:
Report rec'd from. Affiliate. Stating, "pump administers a drug without pressing the pt pendant". The pump was set to deliver morphine 2 mg/ml, pca bolus dose of 1 mg with a 4 hour limit of 20 mg. The report indicates no pt side effects were experienced. No add'l info is available.